Event description:
Additional information received reported that the implantable neurostimulator (ins) had been in continuous mode. The patient was doing great with a new battery.

Event description:
It was reported that a patient¿s implantable neurostimulator (ins) was checked the day of the report and end of service (eos) was seen. The battery depletion was abnormal and the ins was replaced four days later. No symptoms or outcome were reported regarding this event. Further follow-up is being conducted to obtain additional information. If additional information is received, a follow-up report will be sent.

Manufacturer narrative:
Concomitant medical products: product ID: 3093-28, lot# va002ap, implanted: 2012-(B)(6), product type: lead. Product ID: 3037, serial# (B)(4), product type: programmer, patient. (B)(4).